Event description:
The catheter was inserted on (B)(6) 2011. On (B)(6) 2012, the pt's arterial line was found leaking at the insertion site. Upon removal of the radial arterial line by the rn, only a portion of the catheter came out and the rest was left in the pt. The catheter was surgically removed in the operating room that same day.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4). Additional information from the medwatch report: report date: 01/05/2012, device name: 20ga 1.88 in w x 48 mm 42 ml/min. MFR: bd (B)(4).